Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 17-apr-2018 with the following findings: during testing, it was observed that the battery compartment was cracked. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Animas corporation (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. This report is made based on results of investigation completed on 17-apr-2018.